Manufacturer narrative:
Other, other text: d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, cracks in water tank cover, front cover, and enclosure. The drain/quick connector was corroded, the water tank was leaking, and printed circuit board (pcb) was damaged. Per functional testing, the water tank cover and enclosure were leaking from the bottom left side. Pcb was damaged and there was no audible alarm. The complaint was confirmed. The root cause was cracks in the water tank cover, front cover, enclosure, and pcb damaged. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the warmer was broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.